Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [5l45247] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer in colombia that during a hand surgery on (B)(6) 2020, it was observed that the minilok qa+ # 2-0 oc v5 device did not anchor to the patient's bone. It was tried a second time but without success. The anchor was removed and the orthocord suture of the minilok that was not implanted was used to finish closing. Another implant was used to complete procedure. No surgical delay or patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by technical assistant reported that during a hand surgery the minilok qa+ w/ #2/0 ortho and v-5 needle w/bit, did not anchor to the patient's bone. It was tried a second time, but without success, so the dr. Decided to change it to a consignment gii anchor. The specialist told the technical assistant to remove the anchor and pass the orthocord suture of the minilok not implanted to finish closing. Only the drill bit 2.0mm, was received and evaluated. Visual observations reveal that the anchor, handle, suture and the needles were not received for evaluation. In other hand, the drill bit was intact, it did not present any physical damage. The complaint cannot be confirmed. At this moment and with the information provided we cannot discern a root cause for this failure. A manufacturing record evaluation was performed for the finished device [5l45247] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Method codes: upon complaint review, it was determined that analysis of production records was inadvertently missed on the initial report. This filed has been updated accordingly to reflect the correct information.